Event description:
Note: date of event is unknown. The complainant has reported that a patient underwent an upper esophageal biopsy procedure using a radial jaw 4 biopsy forceps device. It was reported that following the biopsy, "the spot in which the sample was taken would not stop bleeding". The physician successfully treated the bleed using an injection of epinephrine and hemostasis clips. The patient reportedly, "[had] no serious injury and is doing fine". No further complications were reported to have occurred as a result of this reported event.

Manufacturer narrative:
The complainant has reported that the product will not be returned since it was disposed; therefore, an evaluation will not be conducted and the root cause for this event cannot be determined. The april 2007 rolling 15 month complaint trend chart was reviewed for the rj4 product family. No adverse trends were noted. Further, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.